Event description:
The customer reported that the alarm was tested prior to use on a patient. The alarm had powered on and was working properly. After it was put into use, the patient got up and the alarm didn't sound, there was no fall or injury to the patient. They reported they were only using it with the magnet function and not with a sensor pad.

Manufacturer narrative:
(B) (4). (B) (4).